Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent an initial hip procedure on an unknown date. Patient was revised on an unknown date due to stem failure. No further information has been received.